Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colon cancer surgery, while doing colon anastomosis, there was poor staple formation. To resolve the issue and complete the procedure, the surgeon resected and re-stapled the anastomosis. It was also reported that the surgical procedure was extended by more than 30 minutes.